Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage and breakage of the bending section cover (a-rubber). The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The air/water cylinder had discoloration. The suction cylinder had discoloration. The grip had a scratch. Due to a pinhole on the bending section cover, water tightness was lost. Due to adhesive peeling on the bending section cover, the insulation resistance value at the distal end did not meet the standard value. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Light guide lens had a crack. Light guide lens had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion or if any additional information is provided.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water -cylinder and tube had foreign objects. This report is being submitted for the reportable malfunction found during the evaluation. There was no patient involvement.